Event description:
It was reported that the registered nurse noticed that foley catheter was leaking urine onto chuck pad in area of red tape hub connecting catheter and drainage tubing. Registered nurse attempted to flush foley with 10ml ns to assess site of leaking but when attempting to connect syringe onto luer lock hub of the flush port the entire plastic piece that screws into flush syringe cracked off creating hole. Registered nurse then removed entire catheter. No patient harm but required placement of new catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.